Event description:
It was reported that the atrial lead exhibited oversensing. The lead was capped and replaced during a routine device change out. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.